Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in blocks a1 patient identifier, a2 date of birth, age, unit of measurement and a3 sex, b5 event description and this supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that the battery on this implantable pacemaker decreased by two years in one month. A request was made to have the data analyzed. The device remains in service. No adverse patient effects were reported. Additional information received indicated that normal battery depletion. The battery status changed due to atrial fibrillation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery on this implantable pacemaker decreased by two years in one month. A request was made to have the data analyzed. The device remains in service. No adverse patient effects were reported.